Event description:
It was reported that the patient presented in clinic for a follow-up after experiencing a ventricular fibrillation arrest episode. Upon interrogation, it was discovered that the right ventricular lead exhibited high defibrillation impedance values and that therapy was appropriately delivered but failed to convert the patient during the episode. External defibrillation therapy was applied. An x-ray was performed and no lead damage or header connection issues were observed. The lead was capped and replaced on 22 mar 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high impedance. It was noted that it exhibited high impedance and did not return to baseline impedance. There was no indication of lead damage on the x-ray. It was also noted that lead exhibited inappropriate shock and failed to convert rhythm. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.